Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. Device was received with cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, cracked case window display corner, scratched lcd window and case.

Event description:
The customer reported via phone call that the buttons on the insulin pump were not responding. Blood glucose value was 404 mg/dl which she treated with manual injection. The customer stated that the insulin pump had ran out of insulin and she was unable to rewind it due to the keypad anomaly. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.